Event description:
On or around 04/30/1997, the account reported several erratic results from samples that were run on the axsym analyzer. The account realized the results were erratic when controls were observed to be running high on 05/01/1997. Troubleshooting revealed the tubing in the bulk solution 3 had aspirated air due to tilting the reagent bottle. Error messages were not generated because the correct volume was still registered on the instrument. The account was instructed to visually check bulk solutions on a shift basis due to this user error. According to the account, there was no injury or medical intervention taken based on the first reported results.